Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service center. The service technician was able to verify the customer's reported issue during testing and evaluation. The reported issue was due to the unit having a bad battery. The service technician replaced the battery to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was alarming "low peep and battery failure". The customer also reported that the ventilator would turn on and shut off on its own. There was no patient involvement associated with this reported issue.